Event description:
The customer reported that the q-CPR cable was working intermittently. There was no report of pt impact or involvement.

Manufacturer narrative:
(B)(4). The customer reported that the q-CPR cable was working intermittently. There was no report of pt impact or involvement. Philips evaluated the device and could not duplicate the reported symptom. The involved q-CPR cable was evaluated and signs of wear were seen. The q-CPR cable and therapy port were replaced to resolve the issue. We will consider this an intermittent malfunction related to the electrical connection between the therapy cable and the therapy port.